Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. The pediatric patient experienced a skin reaction at the sensor insertion site, presenting with inflammation, swelling, warmth, and signs of infection. A white lump with pus developed at the needle puncture site an unspecified number of days after sensor insertion in the arm. On (B)(6) 2026, the patient noticed swelling approximately 2-3 inches in diameter at the insertion site, which was warm to the touch. A white lump formed and eventually ruptured, releasing pus. The patient¿s mother used a needle to open the site slightly, and additional pus drained from the area. She drew a circle around the affected region to monitor any progression. By (B)(6) 2026, the site remained warm, prompting a visit to the doctor. A sample of the fluid was obtained, and the patient was prescribed an oral, unspecified antibiotic to be taken three times daily for seven days, along with a topical triple-antibiotic ointment. At the time of the report, the site was healing well, with firm edges and no signs of spreading. The infection appeared localized and responding appropriately to treatment. The doctor reportedly identified the infection as staphylococcal. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).